Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The ht command 18 guide wire (gw) was attempted to be removed from an unspecified catheter and could not advance or retract from the catheter, so both devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another device was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual, dimensional, and functional inspections were performed on the returned device. The reported difficult to advance and difficult to remove could not be tested as they were based on operational context. Additionally, the device was noted to be separated, torn, bunched, and the polymer coating stretched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. In this case, it is unknown what contributed to the interaction between the guide wire and guiding catheter, resulting in the reported difficult to advance and subsequent difficult to remove. Additionally, it is possible that manipulation of the guide wire, when dislodging it from the guide catheter, contributed to the noted separated, torn, bunched, and stretched polymer coating; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.